Event description:
Revision due to pain and loosening of the tibial tray and femoral components at the cement/implant interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 3447484 and 212183. A search of the complaint database search finds one additional reported incident against lot code 3398074 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.